Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was discarded by the customer. Data confirmed the failure mode. Data showed motor current and placement signal spiked when the pump started andt the purge pressure (pp) increased gradually from 400 mmhg to 1100 mmhg with high pp alarms on. The high pp remained to the rest of the case. Data also showed the pump started with flow 4.0 liters per minute (l/min) then dropped to 2.0 l/min and remained to the end of support. The product was not returned for review. The root cause of the high purge pressure was unable to be determined as limited clinical details were provided and no product was returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp pump registered high purge pressure. The purge cassette was initially replaced during troubleshooting. However, the issue remained. Due to the persistent alarm, the decision was made to explant the device and replace with another impella cp pump. The patient survived the procedure.